Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was able to be confirmed. The reported difficult to position device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the 2.75 x 15 mm xience xpedition stent delivery system (sds) was advanced in the guiding catheter first, followed by the 3.0 x 33 mm xience xpedition. The two sds interacted with each other inside the guiding catheter and the 2.75 x 15 mm stent implant dislodged from the balloon inside the guiding catheter. The dislodged stent was removed with the guiding catheter. Two new xience xpedition stents were used to complete the case successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: 0.014 boston, stent: 3.0 x 33 mm xience xpedition. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the diagonal branch and the left anterior descending (lad) artery using a "crushing stent" technique. The 3.0 x 33 mm xpedition stent delivery system (sds) could not advance through the lad and it became damaged when it interacted with the 2.75 x 15 mm xience xpedition. The 2.75 x 15 mm xience xpedition stent implant moved over the balloon. Both devices were removed from the anatomy. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.